Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that crossing difficulties occurred.   The target lesion was located in the severely tortuous and severely calcified coronary artery. A1.20mm x8mm emerge¿ balloon catheter was advanced for dilation. However, the device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of an emerge balloon catheter in two (2) pieces. There was contrast in the inflation lumen and blood in the guide wire lumen and the balloon was tightly folded. Microscopic examination presented no damage or irregularities to the balloon and the bi-component weld /bonds. Microscopic examination revealed that the distal tip was damaged. Microscopic examination revealed numerous kinks throughout the hypotube and a complete hypotube separation 63.5cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The overall length of the catheter was measured and is within specification. Inspection of the remainder of the device, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).